Event description:
It was reported by dealer that the right side leg on the 9805p lift is bent. The lift will not sit level. Dealer states this is a rental unit and does not know what made it bend. The caller has no further information to provide.